Event description:
Reportedly, the stapler was fired four times with sulu reloads prior to the incident. On the fifth firing on the remnant pouch of the stomach to finish the gastric pouch, the stapler blade could not be retracted to open the stapler's jaws. Therefore, the surgeon fired a new stapler on one side of the tissue to remove the jammed stapler. As a result, tissue loss on the patient side and bleeding occurred. However, the case was completed by using an endo gia xl instrument. Patient status: no patient injury reported